Event description:
It was reported that during insertion of the lens, the lens was "inserted backwards" and tilted. When the physician attempted to reposition the lens the capsular bag was torn. The lens was removed and the surgeon successfully implanted an anterior chamber lens. According to the surgeon, the likely cause of the event was that the lens was inserted backwards. The pt's prognosis is good. Please reference MDR#: 1119279-2013-00256 for the delivery device used during this event.

Manufacturer narrative:
The lens is not available to be returned to bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.